Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It is reported that insulin pump has physical damage. Case and thread is broken. No further information provided.